Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 404mg/dl at the time of incident. The customer reported that they had calibration not accepted and change sensor alarm. She woke up with high blood glucose also. Customer was able to successfully upload her pump data to carelink. Customer's current blood glucose was 135mg/dl. She was unsure why blood glucose was high. She declined to troubleshoot for high blood glucose at this time. Customer states she was trying to upload and got a communication failure after the 100% read progress. The insulin pump will not be returned for analysis.